Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What tissue was the stratafix used on? What was the condition of the tissue (healthy, weak, diseased)? Does the surgeon believe that ethicon products (stratafix or prineo) involved caused and/or contributed to the patient infection? What is the surgeon opinion of causative factors for infection? What prep and dressings were used? Please indicate any medical or surgical interventions performed? Were there any pre-existing signs/symptoms of active infection prior to surgical procedure? Patient pre-existing medical condition. What is the current condition of the patient? Patient demographics: initials/ID; age or date of birth; bmi ; gender. Patient pre-existing medical conditions (ie. History of infections).

Event description:
It was reported that a patient underwent an unknown spinal procedure on an unknown date and topical skin adhesive was used. The device was removed and the serum was washed out. The patient experienced an infection and underwent an additional surgical procedure on an unknown date. The current condition of the patient is unknown. Additional information was requested.